Event description:
Explanted devices arrived at enterra with no prior notification. Sent from dr. (B)(6). Patient: (B)(6), explanted on (B)(6) 2025. Follow up with dr. (B)(6) indicated patient had discomfort with the battery pocket and needed an MRI, precipitating an explant.

Manufacturer narrative:
Patient explanted due to pocket pain and needing an MRI. Explanted device analysis found no anomalies.